Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Covidien reference number (B)(4). The service engineer inspected the device and replaced the touch frame printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that the during patient use, the ventilator generated an error which rendered the ventilator touchscreen inoperable. The patient was transferred to another ventilator with no harm.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.